Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026 and no harm was reported with this. Complaint is (B)(4). Because the patient reported that high blood glucose and insulin pump is used for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.